Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a robotic cholecystectomy, the bag tore when attempting to pull the bag with a large stone through the port incision. Surgical time was extended by more than 30 minutes. No other known adverse events were reported.